Manufacturer narrative:
One cadd administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that while performing a quality control test on a cadd-solis pump that the pump was failing the test, which the reporter believes is due to the administration set. The infusion was below the specification for volume accuracy(-8 to -14 percent).there was no patient involvement reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received in decontaminated condition without its original packaging. During the visual inspection, it was possible to detect that the sample contained a fluid in the tube but no kinks were found or any damage that would impede the functioning of the sample. Sample passed the accuracy test; thus, the reported failure mode is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No actions was required since the complaint was not confirmed. No problems or issues were identified during this device history record review.